Event description:
The consumer reported the trial patient had an allergic reaction or an infection since the second day of trial ((B)(6) 2016). The patient had a worsening itch and red hives at all three incision sites. The patient had gone to the ER and tested negative for an infection. The patient had seen the physician 6 days after trial began and he told the caller everything was healing nicely. The patient was taking antibiotics from dr. (B)(6) from implant and was given prednisone and benadryl from the ER physicians. It was noted the redness and hives had "calmed down."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.